Event description:
After infusion, the nurse flushed the catheter and around the area of the clamp she found the tubing broken.

Manufacturer narrative:
The sample is not available for the investigation. If additional info is received, a supplemental report will be submitted. (B) (4). (B) (4).